Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between 12/20/2025 and 12/21/2025. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading low mg/dl while the bg meter was reading 500 mg/dl. The patient was wearing a tandem insulin pump. It was reported the patient went to the ER for evaluation and then the patient¿s call got disconnected. No further patient or event details were provided, including patient symptoms and treatment details. Attempts to reach the patient back for further event clarification were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.